Manufacturer narrative:
Evaluation summary: the hypotube was kinked 23cm and 59.5cm distal to the strain relief. The stent had moved distally on the balloon. The most proximal stent struts were slightly raised. There was deformation to the 11th distal stent wraps with struts raised. There was no deformation to the distal tip. Image review: the images capture the lesion morphology of the left coronary artery lcx as reported by the account. The images capture the pre-dilation with an unknown balloon proximal to the lesion site. There is no evidence of the attempted use or unsuccessful delivery/subsequent deformation of the resolute integrity 3.0x15mm stent in the lcx. Therefore the issues encountered by the resolute integrity device cannot be confirmed. The images do capture the successful pre-dilation and deployment of a resolute integrity 2.75x26mm stent in the rca. But no complaint was reported in relation to use of the medtronic device in the rca. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity rx drug-eluting stent to treat the proximal lcx the target lesion had moderate tortuosity, moderate calcification and 40% stenosis. The device was inspected prior to use- no issues noted and negative prep was preformed- no issues noted. The lesion was pre-dilated. Access was achieved via the patient's right femoral artery. A 6f sheath was inserted percutaneously. It was reported that the left coronary ostial was cannulated with a 6f guide catheter jl4. A 0.014 inch floppy wire was passed through the cx artery exhibiting 80% stenosis. Forty percent (40%) stenosis was observed in the proximal lcx. The resolute integrity stent could not be advanced through the calcified lesion. The physician proceeded to use a 2.0x12 mm balloon. Another attempt was made to advance stent distally. It was reported that stent deformation occurred in vivo during positioning/advancement. Resistance was noted during advancement but excessive force as not used. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The physician also treated the rca with a resolute integrity no issues noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.